Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable. A customer returned a nim-pt interface 2.0 stating "the interface fuse was changed and the cable is still broken." There was no suggestion of pt injury; however, the event occurred intra-operatively. Testing/repair found a failed pcb. The available info indicates that the device was not working properly, which could suggest an issue with the potential to cause injury to the pt by failing to identify a nerve and resultant damage by the surgeon. No further info is available and investigation and/or product analysis could not rule out the potential for a false negative response. The nim system has built in alarms and warnings to alert users of a system failure. At this time we are unable to confirm whether the customer was aware of such alerts. This reported event has no reference to an alarm or warning, therefore it must be assumed that an alarm or warning went undetected or did not occur.

Manufacturer narrative:
Unit unresponsive and replaced pt interface board. The nim system is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. When info suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no info to suggest an event could not be interpreted falsely. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. The pt interface and cable provide the means for carrying electromyographic activity from the pt's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The pt interface has four or eight color coded pairs of pt electrode jacks, a pt electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack. This product was being use for treatment, not diagnosis. The nim system is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots, if the system fails to perform as intended, (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. See scanned page.